Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going with the implanted device. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing its file on this event. (B)(4).

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the hospital that the patient's pump speed was set to 9000 rpm and the speed dropped to 8780 rpm on (B)(6) 2014. The patient was unresponsive and bradycardiac around that time period and was in hypercapnic respiratory failure. A data log file was sent to the manufacturer for review and confirmed that the reported speed drops occurred due to recorded multiple pulsatility index (pi) events. The events occurred before the pump recovered to the set speed from the prior pi event. In summary, the speed drops captured are normal and the pump is operating as intended. The speed drops noted are not suspect to any top of percutaneous lead/equipment or thrombus issue at this time. No alarms were reported.

Manufacturer narrative:
Weight not provided to the manufacturer. The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.